Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low sensor scan results compared to how they felt. The customer did not experience any symptoms; however they were unable to self-treat. The customer contacted a healthcare professional (hcp), who provided unspecified fluids as treatment for dehydration. There was no report of death or permanent impairment associated with this event.